Event description:
It was reported that the right ventricular (rv) lead dislodged during final testing after implant. The pocket was reopened and the lead was repositioned. This patient is a participant in the surescan post approval study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.